Event description:
Hamilton medical ag received the following event description:" customer replaced teslaspy board and 1 week later stopped working. Powered on device in service mode and teslaspy is not communicating. Noticed burn marks on the control board near the teslaspy board connection. Teslsaspy is not receiving power from the control board." No patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing.